Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(4) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument on a patient. There was no patient information available at the time of this report. Date, time, method, inr: unk, unk, I-stat, 4.5. Unk, unk, stago, 3.5. Based on the information available at the time there were no injuries associated with this event.